Event description:
It was reported that the device was used during a gastric bypass revision procedure. A leak in the staple line was noticed on a CT scan. The patient was taken back to surgery. No other information is available.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. 510(k)# is k020779.